Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products oss310, osseotite® implant 3.75 x 10mm lot unknown h4: device manufacturer date unknown / not provided.

Event description:
It was reported bone loss around the implant, at tooth site #23, with a fractured bridge screw. Fixture loss occurred when the screw removal kit was used. Implant was removed. There is probably no bucal bone around the fixture. Procedure was completed with another implant. This complaint refers to the fracture screw event.